Event description:
The customer complained that blood leaked at the plunger when the nurses were removing air bubbles from the sample through the safetipcap. The following information has been requested, but not yet obtained: information regarding lot number and if the failing device will be available for investigation. Information regarding the nurses and if they got in contact with blood.